Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that her daughter's insulin pump alarmed with no delivery. The daughter's blood glucose at the time of incident was 487 mg/dl. The mother did not know why the daughter has been receiving no delivery alarms. Troubleshooting did not occur since the daughter was at school. The mother was transferred to the 24-hour product helpline for further assistance.